Event description:
Pt reported that their meter was reading inaccurately erratic. Blood glucose results of 56 mg/dl and 220 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt also reported that the test strips had no reaction or color change. They did not experience any symptoms. There was no medical intervention or treatment given.